Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient mentioned her back is sore. Patient said she thought she was pulling on her pullups but pulled on the wire and she was afraid she might have pulled it out. Patient said she is still getting stimulation. Support link advised to contact her doctor for advise. The issue was not resolved the time of this report.